Manufacturer narrative:
(B)(4). It was reported that the patient experienced abdominal pain, adhesion and abscess. No additional information was provided.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent additional surgery on (B)(6) 2014. No specific details are provided regarding the surgical procedures. It was reported that the patient experienced pain and discomfort. No additional information was provided.